Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to 'open lead' message during pre-discharge testing. The physician suspected the lead was 'broken' behind the distal df-1 connector.